Manufacturer narrative:
(B)(4). Batch number: p58k0g. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain what is meant by ¿locked during the shot¿? Was the device locked-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that the device locked during the shot. Procedure completed with same like product. No patient consequence reported.